Event description:
The issue with the no external power and power cable disconnect resolved. The patient was recovering from the stroke. Patient was in rehabilitation physical therapy (pt) as plan of care.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Information was not provided, but requested. The referenced no external power event was reported against the mobile power unit in MFR. Report #2916596-2019-06050. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came in as a stroke code. The vad coordinator noted a no external power and then power cable disconnect but no pump off was noted. The log captured a low power hazard/no external power alarm on (B)(6) 2019 when power to the mobile power unit was interrupted. There were other no unusual events seen within the log file. The pump was functioning as intended.